Manufacturer narrative:
The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02572. It was reported the patient is not receiving effective therapy due to high impedances. As a result, surgical intervention was undertaken where in both the leads were explanted and replaced resolving the issue.